Event description:
Subject: (B)(6). Study: stryker itar-2 - infinity with adaptis. Progressive periprosthetic cysts. Large talar cyst adjacent to talar implant on the right ankle. Revision surgery with polyethylene component removal parformed on (B)(6) 2026.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.